Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed that the filter of the spike was damaged on one side. A lot check revealed no other complaints of this nature for lot number 121008. Conclusion: we are unable to determine definitively the root cause of the reported fault; however, it appears that a blunt object was pushed into the filter, causing it to leak. All mr290 chambers are visually inspected and pressure tested prior to being released for distribution. The cap of the spike filter is closed during the pressure testing. The subject chamber would have failed the pressure test with damaged spike filter. This suggests that the spike filter was damaged after the mr290 chamber was released for distribution. The user instructions which accompany the mr290 chamber state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) that when an mr290v vented autofeed humidification chamber was connected to a water bag, a leak was observed at the "vent valve" of the water bag spike. This was observed before use on a patient.